Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced sweating and a loss of consciousness. Customer was unable to self-treat and had third-party treatment of unspecified injection in her chest as well as insulin(dosage type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mfgc109-t4875 has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion. Connected reader to pc and masterm was not able to recognize the reader. De-cased the reader and performed visual inspection. Observed liquid contamination. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.